Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during a hip replacement procedure the instrument broke. Another instrument was used to complete the procedure. No harm to the patient reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The most likely root causes are wear & tear and misuses. The instrument is designed to be used as an inserter. An extractor instrument is also provided in within the instrument case and should be used for extraction. The impaction marks seen close to the impaction plate body and the cracking of the clamping button pocket side walls indicate the instrument has possibly been used for extraction. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that during a hip replacement procedure the instrument broke. Another instrument was used to complete the procedure. No harm to the patient reported.